Event description:
It was reported that while preparing for an endoscopic retrograde cholangiopancreatography (ercp) procedure the pull wire was bent. A 7 x 10cm rx biliary stent had been selected to treat an unspecified target lesion. While loading the device onto an unspecified guide wire, the pull wire became bent and came out of the device with the guide wire at the "opening of introducer catheter". The device did not come into contact with the pt. The procedure was completed with another of the same device. There were no pt complication reported with the pt's current condition listed as "stable".